Event description:
Caller reported potential discrepant low with triage troponin I (tni) result compared to result on laboratory analyzer. Per caller there were no patient result concerns; no adverse events. Caller indicated that for the initial meter upon inoculation; repeat test device the sample was allowed to be absorbed onto device prior to insertion into the triage meter.

Manufacturer narrative:
Investigation pending.